Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited high, out of range defibrillation impedance. It was alleged that the leads had sustained fracture. The lead was capped and replaced during procedure on (B)(6) 2023. The patient was stable.